Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced low back pain, hard area in vagina, thin left anterior fornix, urinary retention, frequency, dysuria, urinary tract infection, mesh erosion, tender fornix, bleeding, recurrent stress urinary incontinence, nocturia, incomplete bladder emptying and constant dribbling. An excision of the mesh was performed. Subsequent treatments and/or therapies were reported.